Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an air bubbles anomaly on the insulin pump. The customer's blood glucose level was 320 mg/dl. The customer stating last experienced issues with air bubbles last nigh (B)(6) 2015 but she has learned how to expel the air bubbles and resolved the issue herself without any assistance. The customer was advised that medtronic did address her letter which will ease his mind.